Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimation. Hypersensitivity/allergic reaction, rash and infection are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported by the daughter of a patient that her father had a 2.75 x 12 promus stent implanted. He has since developed a very severe case of documented eczema by skin biopsy. He has seen a dermatologist and an allergist over a nine month period with no relief. The physician does not believe that the patient's symptoms are due to medications or the stents. The patient has been sent to an allergist. Follow-up: the patient has a history of eczema; however, experienced a worsening rash, mainly on his arms, which subsequently became infected. The patient was treated with antibiotics and steroids. Follow-up visit on (B)(6) 2011 the patient symptoms were 95% resolved. The patient had one doctor appointment due to experiencing dyspnea, but there were no significant changes from baseline EKG and no ischemic changes. The patient was encouraged to exercise. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.